Event description:
Additional information: 1. The broken connector will be sent as soon as possible, thank you! 2. During the infusion, the infusion lasted about half an hour. 3. No medication was taken at the time of the incident. 4. So far, it seems that there has been no effect on the patient.

Manufacturer narrative:
Additional information in adverse event or prod prob (b). Investigation result: no mz1000 china sample was received for investigation. The customer reported that the affected sample was from lot 24025832 and that "during the use of the product, cracks were found on the surface of the product, causing leakage." As part of the investigation, the customer provided photographs of the affected sample; analysis of the photograph confirmed the customer's experience as a small crack can be seen on the female luer adaptor. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 24025832 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this feedback in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that bd maxzero needleless connector was cracked the following information was received by the initial reporter with the following verbatim the head nurse reported that during the use of the product, cracks were found on the surface of the product, causing leakage. 5 products were affected. The samples cannot be returned. Photos can be provided. Green claims are required. A complaint reply letter is required. A complaint receipt letter is required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.